Manufacturer narrative:
(B)(4).

Event description:
A catheter was found to be cut off at the spinous process as per the surgeon. The catheter was replaced. No further information was available as regards to patient adverse events. The patient recovered without sequelae.